Event description:
It was reported that, "simplex was received via (B)(6) with no issue. It was placed on shelf and stored in pharmacy. On sunday, (B)(6) 2012, the staff pulled the box of ten to open and notice the odor of a broken vile."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.